Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue could not be replicated. The system was determined to be fully operational. The site refused to provide the patient archive so no more information could be gathered.

Event description:
Medtronic received information regarding a navigation device being used for a functional and endoscopic sinus surgery. It was reported that the surgeon was struggling with instrument registration as the trace pattern appeared in the patient's eyes. Manufacturer representative recommended 3-point trace, but that registration did not pass either. The surgeon opted to abort navigation. There was no impact to patient. There was a reported delay to the procedure of 30 minutes due to the reported issue.

Manufacturer narrative:
A medtronic representative went to the site and monitored a separate procedure with the navigation system and the surgeon. It was reported that the system functioned as designed. If information is provided in the future, a supplemental report will be issued.